Event description:
A medtronic representative reported that during a spinal fusion procedure, the reference frame had a tracking issue. No further details regarding the specific issue were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for analysis.